Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-26 reported the contact information for the initial reporter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-25 reported a healthcare professional (hcp) initially reported the event to the rep. Actions/interventions performed related to the motor stall included interrogation of the pump. They were uncertain of what the cause of the motor stall was, but the patient mentioned sleeping on a magnetic bed. The motor stall with no recovery was not resolved. A catheter dye study was scheduled for tomorrow ((B)(6) 2017), but the replacement procedure had not yet been scheduled. It was noted that the pump will be returned for analysis once replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received a healthcare professional via drug partners on (B)(6) 2017 reported additional medical history was noted to have included a spinal cord injury. The patient's concomitant medications reported as "opioids." The patient started treatment with baclofen 2000 g/day "many years" ago. The dose was reported as 1600 g/day. The healthcare professional indicated the "patient was on polypharmacy" in response to an inquiry regarding treatment rendered for the reported events. As of (B)(6) 2017 the patient's pump had not been installed "yet." Medical history included intractable spasticity, implantation of a synchromed ii pump and an indura catheter (model # 863740, 8709,on (B)(6) 2006); and implantation of a synchromed ii pump (model # 8637-40, on (B)(6) 2013). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 1698mcg/day via an implantable pump for intractable spasticity. It reported a motor stall occurred. Pump logs and/or event logs reported a motor stall occurred and was an active motor stall. It was noted that the patient's wife sleeps with a magnetic pad on their side of the king size bed. It was noted to consider pump replacement and periodically interrogate the pump for a stall recovery. It was noted that the pump was not interrogated by the manufacturer representative, but was going to now. They were not hearing the pump alarm anymore and this it may have restated. No symptoms were reported. Event date was noted as (B)(6) 2017. It was later reported that they "titrated" the dose back to 1600mcg/day and updated the pump. The logs showed the motor stall occurred yesterday (B)(6) 2017 with no recovery noted in the logs. It was reviewed that it indicated that the pump was still stalled. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jul-12 reported the patient has gone through withdrawal and was profoundly symptomatic. The reason for the call was that the patient's managing hcp has left the area so the patient was not currently being managed. The hcp listings website and contact information to get in touch with a manufacturer representative was provided. No further complications were reported/anticipated.